Event description:
The company rec'd info that suggested that the pt was re-intubated due to a leak in the cuff and upon further inspection by the customer, the cuff appeared to be ripped. There was no reported harm to the pt. The sample will be returned for further eval.